Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that the filter strut detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two months of post deployment, venogram showed that there was a lot of chronic thrombus left in the inferior vena cava up to the filter and there was also a lot of chronic thrombus seen in the iliac veins and in the common femoral, superficial femoral vein, although they were partially patent, there was also extensive collateral network. Around, eight years two months later, a computed tomography of abdomen and pelvis without contrast was performed, and result showed that there was a grade 2 perforation of 2 o'clock strut 1.08 cm, 4 o'clock strut 1.00 cm, 1 o'clock strut 1.48 cm and 3 o'clock strut 0.38 cm. Grade 1 perforation of 6 o'clock, 8 o'clock and 9 o'clock struts noted. No substantial tilt noted. Apex of the filter did not touch the wall of inferior vena cava. No migration. No definite fracture or missed struts. The inferior vena cava was very small in caliber and presumably stenotic at and just below the filter. Apparent fracture of 5 o'clock strut seen. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2014), g3. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that the filter strut detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.